Event description:
Md ordered infusion of 1/4 normal saline. Fluid was prepared in the pharmacy using a clintec 3x3 compounder. Bag was correctly labeled. Infusion started. Rn noted that uac waveform was dampened. Fluid in bag was dipsticked for glucose. Range was 200-500. Pt's blood was sent to lab for glucose level. Glucose was noted as 2125. Fluid was discontinued and sent to the lab for testing. Fluid was found to be d70 not 1/4 normal saline. Pt developed left intercranial bleed. Pt critical but stable on life support. No further info available at this time.